Event description:
During follow-up, post-paced t-wave oversensing was observed. Technical support was contacted and recommended reprogramming the device. No intervention was performed at this time. The patient was in stable condition.